Manufacturer narrative:
Related patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The eyepiece for the pediatric scope takes multiple pictures by itself without touching it. The issue occurred when preparing the device for a patient procedure. The eyepiece was switched to another one and the problem resolved. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. The device was returned to olympus for inspection, but the reported failure was not confirmed. A definitive root cause could not be identified. Based on the investigation results, the following likely led to the malfunction: the device is a video adapter and does not capture images. The most probable cause of the complaint is that no problem was detected, which means either it was not confirmed that there was a problem with the device or it was confirmed that there was no problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The eyepiece for the pediatric scope takes multiple pictures by itself without touching it. The issue occurred when preparing the device for a patient procedure. The eyepiece was switched to another one and the problem resolved. There were no reports of patient harm.